Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user had not been wearing her processor for several months due to otitis media. Furthermore, the user also reported that they had no hearing perception with the device. Migration was suspected. Reportedly, the user had good benefit from the device before this event. The user was explanted and is not considering re-implantation at this time. Per explantation report, no implant bed was drilled and the electrode lead was not recessed in a channel. There was also facial spasm reported. Reportedly, the device caused or contributed to explantation.

Event description:
The user had not been wearing her audio processor for several months due to otitis media. Furthermore, the user also reported that she had no hearing perception with the device. Reportedly, the user had good benefit from the device before this event. The user was explanted and was not considering re-implantation at this time. Per device explantation report, there was also facial spasm reported with stimulation of the device.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received, the user suffered from a chronic ear infection more than 10 years after implantation and had no more hearing perception with the device. Available in situ measurements showed globally elevated and fluctuating impedances, possibly pointing to an inflammatory process involving the entire cochlea. This would be consistent with the reported ongoing chronic ear infection. Additionally, a migration of the electrode out of cochlea is reported, which might have contributed to the reported facial spasm. Further information on the implant registration card states that one channel was left extra-cochlear at implantation surgery. This is a final report.